Event description:
Electrical burning smell from nurse and patient noted in the room near outlet. Patient removed from room. Bed and outlet inspected by bioengineering and facilities. Appears mold to plug on bed was damaged. Bed removed and sequestered, outlet in room replaced.